Event description:
A us distributor reported that a patient was experiencing check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt distribution node (dn) to rear therapy electrode cable was severed, all wires were cut. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.